Event description:
One (1) at/af episode, shows probable far-field r wave oversensing on atrial lead as well as t-wave oversensing on ventricular lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5119378.